Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va15qea, product type: lead.

Event description:
Information was received from a consumer, manufacturer representative (rep) and a healthcare provider (hcp) regarding a trial patient. It was reported the patient had seen a screen 59 settings not available; troubleshooting did not resolve the reported issue. The patient mentioned that on the day of the report the lead wire had come out of position. The patient had followed up with their healthcare provider (hcp), who corrected the issue, and noted the trial had begun (B)(6) 2016. No patient symptoms reported. The rep later reported they had gotten it taken care of.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.